Event description:
It was reported that the customer experienced a blood glucose of 42 mg/dl, after she forgot to rewind her insulin pump during a reservoir change, and may have pumped insulin into her site. Customer treated with a chocolate protein drink and ate a sugar pill. The customer stated that t units on her reservoir she had originally filled was 100, but the units left showing were 34.2. It was explained that it was possible all of the missing units had been delivered. Customer was assisted in rewinding the insulin pump and priming again to confirm the units left were accurate, and then the insulin pump showed 31.5 units. She was advised to disconnect from the insulin pump, suspend basal rates and treat for blood glucose. It was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.